Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and was returned with the device. In addition, the top of the I-blade was fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It is possible that the noise issues were heard during usage prior to the I-blade cracking.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the doctor and the tech reported as they were using the device, there was a clicking noise and then after a few activations, the tip of the device fell off into the patient. They were able to retrieve the tip.